Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that that the c-body is detached from the bending section. Based on the results of the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation, the ultrasonic bronchofibervideoscope exhibited that the c-body is detached from the bending section. There were no reports of patient involvement.